Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection noted a grey particle. The reported condition was verified and the cause was a coring issue related to suboptimal activation of the device. Per user manual it is stated that no reactivation is allowed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gray particle in the vialmate after activating the product. The device was filled with dvm penicillin and sodium chloride. There was no patient involvement. No additional information is available.